Manufacturer narrative:
(B)(4). Initial reporter phone #: unknown. Investigation summary: I confirmed the actual item I received, but as the offer, the clamp was not attached. We checked our stored specimens (n = 10 products stored for each serial number) and found no abnormalities. When I checked with the manufacturing plant, it was possible that a mistake that could not be detected in the 100% appearance inspection after assembly was superimposed on forgetting the installation of the clamp by the operator. A hanger jig that hooks the clamp after assembly is provided to prevent the process from proceeding to the next process when the clamp installation is forgotten. In addition, I re-examined the visual inspection method. The device history review was completed for this batch number 1811092c and atom medical has verified that no anomalies were found.

Event description:
It was reported that the clamp was missing with bd ext/sb/10cm. The following information was provided by the initial reporter: clamp was missing.